Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgical intervention, explant and exchange for a shorter length lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -13.5/3.0/75 (sphere,cylinder,axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted and exchanged for a shorter lens due to observation of excessive vault . This exchange resolved the problem.